Event description:
On 4/25/78 the ipp device was implanted. On 8/24/82 the cylinders were revised. On 6/30/97 the entire device was removed the pt and replaced due to "dilation of cylinder - leak in reservoir."